Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that he would go to bed with stable blood glucose and wake up with low blood glucose. He noted that this was a common occurrence. The blood glucose reading was 122 mg/dl at 10 pm, which dropped to 54 mg/dl by 6 am. He also stated that he tended to have low blood glucose levels at noon between the range of 40 to 60 mg/dl. He stated that he felt as though he would overcompensate and experience high blood glucose levels after treating. He declined assistance regarding the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.